Event description:
The customer reported that the ready for use (rfu) feature indicated a failure had been detected that may prevent the delivery of a shock. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field svc engineer (fse). The symptom was verified in the system log. The therapy pca was replaced as a result of the error. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the therapy pca.